Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the patient stating that she will not do an additional examination because of the additional costs. She consulted dr. (B)(6) just once. The implantation was performed by dr. (B)(6).

Event description:
Additional information was requested and received indicated that following implantation of the iols, " I saw everything small with one eye and everything big with the other" therefore, photorefractive keratectomy (prk) was performed. Dry eyes, artificial light from above and strange vision problems have been present since the procedure. This report is for the left eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. No sample was returned for analysis. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received reporting the increased glare sensitivity can be explained by the very strong glistening of the lens surface. Changes in the lens material were also observed. These glistening's were found by slit lamp.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported having 'more and more problems' with glistenings on intraocular lenses (iols). Additional information was requested and received reporting prk was performed following the implant procedure.